Manufacturer narrative:
The investigation into the stroke/cva has been completed since the original report was filed. The device was not returned for investigation. As the clinical information was not provided, the root cause of the stroke/cva could not be determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 53-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During impella 5.5 support the patient suffered a stroke. It was determined to be an ischemic event on the left side of the brain and a hemorrhagic event on the right side of the brain. It was unknown if the injury was related to the impella support.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Additional information noted care was withdrawn and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.